Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a distributor reported via email that three ar-1588rt-ib tightrope ii rt broke during passage through the femoral tunnel. A flip cutter was used during the procedure. The issue was resolved on the fourth attempt by drilling a 4 mm tunnel instead of a 3.5 mm tunnel to allow successful passage. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/09/2025. Additional information received on 9/12/2025: this was discovered during an acl reconstruction procedure. All the broken fragments were removed from the patient. The case was completed using another ar-1588rt-ib tightrope ii rt. The case was delayed two hours; however, it is unknown if additional anesthesia was administered.